Manufacturer narrative:
(B)(4). Correction - the g5 system is associated with product code pqf.

Manufacturer narrative:
(B)(4)

Event description:
"Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, upon removal of the sensor pod from the patient body, the sensor wire had detached. The sensor was inserted at the arm on the (B)(6) 2016. No additional event or patient information is available." The sensor was inserted into the arm. The dexcom g5 mobile continuous glucose monitoring system states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the sensor wire was detached from the sensor pod and seal carrier. The customer complaint was confirmed. A root cause could not be determined.